Event description:
Tampons breaking off on the inside [device breakage]. Case narrative: consumer reported via phone that the tampons are breaking off on the inside. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons breaking off on the inside [device breakage]. Case narrative: consumer reported via phone that the tampons are breaking off on the inside. No injury was reported.